Event description:
It was reported the plug emitted sparks.

Manufacturer narrative:
It was reported the plug emitted sparks. Our examination revealed a broken wire at the terminal to the plug. We were unable to determine the cause of this report, and will continue to monitor our reports for similar complaints.